Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the usb port was very dirty and customer now has to hold their charger in a specific way for their pump to charge. The customer's blood glucose level was 175 mg/dl. Insulin sliding scale. Caller will reach out to hcp if other backup therapy is needed.